Event description:
While performing preventive maintenance (pm) the covidien customer svc engineer (cse) reported that an 840 ventilator had a blank screen. The cse replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing. There was no pt involvement.

Manufacturer narrative:
Covidien reference number: (B)(4).